Event description:
It was reported that the tympanostomy tube was implanted into patient that was expired with the expiration date of oct2022 after it was implanted into the patient. Follow-up indicated that the patient had an infection. Details of the patient's current condition, treatment and patient outcome were requested but not available at the time of the report.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction or adverse event related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as an adverse event and reportable malfunction. The initial medwatch reported that an expired tube was placed and the patient experienced a subsequent infection. However, the customer confirmed that the patient did not develop an infection due to tube placement but rather that the tube was placed due to pre-existing ear infections. There was no allegation of the device causing an infection. There were no reportable malfunctions or adverse events related to the subject device captured in this complaint.